Manufacturer narrative:
Batch review performed on 15 september 2025. Lot 2306026: (B)(4) items manufactured and released on 15 june 2023. Expiration date: 31-may-2028. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
After about 1 year and 10 months from primary, the patient presented with pain, and a loose stem was identified. The cause was unknown. The surgeon revised the stem and head, and the surgery was completed.